Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed of and will not be returned for evaluation: therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an acquire eus fnb needle was used in the pancreas during a endoscopic ultrasound fine needle biopsy (eus-fnb) procedure performed on (B)(6) 2019. According to the complainant, the patient developed pancreatitis after the case. The procedure was completed with this device and there was no alleged device malfunction. The physician stated that treatment details regarding the pancreatitis are not available.